Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse removed and replaced both flex to solve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Both flex were analyzed and error logs were showing error 32100 and after further investigation isolated issue with flex range. Replaced as needed. Performed a visual inspection and found no problem related to reported issue. Checked and verified 32100 error in lighthouse and then installed on an internal eft system replicated reported issue range issue. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a training/demo of the davinci system, the system continues faulting on arm 2. Technical support engineer (tse) does not have access to the system event logs, but previous evidence may indicate possible flex2 failure. There was no report of patient involvement or reported injury.